Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings: evaluation revealed the display screen to be dim and discolored. Unrelated to the complaint, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board was leaking. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/14/2014.